Event description:
An alarm issue was reported, specifically alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to disconnect and adjust the tubing and deliver a bolus, but they declined to carry out the recommended bolus troubleshooting. Consequently, the cause of the occlusion could not be determined. Eventually, the customer changed the supplies as necessary and resumed the insulin therapy.